Manufacturer narrative:
Product analysis: analysis was able to confirm the reported missing knob. Analysis also noted that the upper case was broken, the lower case was cracked, the hanger assembly was cracked, three encoder knobs were contaminated, the main seal was damaged, and the hanger screw was contaminated. Additionally, the external pulse generator (epg) failed the "pacing rate dial" incoming functional test. The rate knob was pushed into the device and was unable to be turned. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a knob. The epg was returned for service. There was no patient I involvement.